Event description:
It was reported to boston scientific corporation in 2009, that a microvasive rx locking device & biopsy cap system device was used during an endoscopic retrograde cholangiopancreatography procedure. The biopsy cap was pre-pierced before any devices were inserted through the cap. An rx sphincterotome was being passed through the cap when the sponge dislodged blocking the biopsy channel of the scope. This prevented any devices from being passed. The scope was removed from the pt and the sponge removed with difficulty using a graspit. The procedure was delayed approximately 30 minutes. During this delay, the pt was sedated, monitored and had stable vitals. The physician felt this was clinically significant prolongation because the sponge pieces within the scope were difficult to remove. The site did not have a backup scope. After the sponge was removed, the same scope and another rx locking device & biopsy cap were used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion was reported to be okay.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.